Event description:
The nurse reported two cases of tass. The patients were complaining of unclear vision. The two patients were operated on midday and were non-consecutive. The nurse could not confirm that the instrument technicians responsible for cleaning the instruments and handpieces were following the directions for use (dfu). The nurse requested a copy of the dfu and it was sent to her. The patient's culture reports were stated as "no growth." The nurse stated the facility was not indicating any alcon product as causing tass. The nurse is sending in samples for evaluation. This report is for one patient; for additional patient see mfg. Report #: 2028159-2009-00500.

Manufacturer narrative:
The samples have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.